Event description:
The customer reported via phone call that they experienced issues with the sensor. The customer explained that their sensor had broken off while in the serter. The customer was able to remove the sensor from the serter. The customer's blood glucose was 179 mg/dl. While troubleshooting, the customer was advised of the proper method of using the serter. The customer declined a replacement serter. The customer was advised that their sensor would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.